Manufacturer narrative:
The cannulated poly screw driver shaft was not returned for evaluation. A device history record review could not be conducted as the lot number is unknown. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be identified without the receipt of the device. As no systemic trends have been observed, this complaint file will be closed with no further action required. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Lot unknown. Device was not returned for evaluation. Without the returned of the device we are unable to confirm the reported issue or identify the root cause. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Various screw drivers appeared broken during the case. All screws were inserted correctly however the tips looked deformed on close inspection at the end of the case. Some would no longer pass over guidewire. All screws were inserted without incident, however these need to be replaced as they are now faulty. Was likely that some of the drivers were broken before case started. Instruments were thrown away by staff at the end as they were deemed to be sharps risk and not safe to send back to tssu.